Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU, preparation for use section) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device code 2017: failure to follow stepsna.

Event description:
It was reported the procedure was to treat a mildly calcified lesion in the left anterior descending (lad) artery. The 3.0x15mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated however the balloon ruptured at 10 atmospheres (atm) during the first inflation. The bdc was removed without issue and the procedure completed using another balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.